Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the unit will not alarm at startup and states the red light will immediately come on at 7150 hours. The provider states the unit will never fully kick on.